Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had multiple pump error alarm. The customers blood glucose level was unknown. Troubleshooting was not performed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The main arm cannot communicate with the motor arm error and an error in the motor was detected by reading unexpected value from hall sensor error alarm not confirmed during testing. Device passed the self test, sleep current measurement, active current measurement, rewind test, prime test, occlusion, basic occlusion test, force sensor test and the displacement test.